Event description:
An 'end of service' message was noted when the implantable neurostimulator was interrogated 10 days after implant. The pt had 2 quadripolar and 1 octipolar lead implanted. The octipolar lead had a short which in turn shorted the implantable neurostimulator. A longevity calculation predicted the implantable neurostimulator battery life to be 2 months at the actual impedances and 5 months with average impedances. The actual impedances were difficult to measure, due to setting changes related to the low battery. The device had 4 active programs. The impedances were a1 = <50 ohms at 35microamperes, 6.4 volts; a2 = 356 ohms at 1.007 microamperes, 0.3 volts; a3=534 ohms at 5.399 microamperes, 7.1 volts; a4 = 552 ohms at 5.312 microamperes, 7.0 volts. The device was used 24 hours a day. The pulse width was 450 hz; the rate was 40 microseconds. The hcp planned to replace the device with a rechargeable neurostimulator. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.